Event description:
A surgeon presented a case of a lens exchange due to glare. Following iol implant surgery in 1998. A patient complained they could not drive at night due to glare. Six years later the iol was removed and replaced with a different model. One month after the lens exchange the symptoms resolved. The association between this event and the iol is not known. During a follow-up conversation with the surgeon, she indicated she did not feel this event was serious.